Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was running rough and was defective. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor seized, blocked, jammed and was moving heavy on the compact air drive device. It was further determined that the ¿reick¿ value was jammed and the bearings and seals were worn. It was further determined during the pre-repair diagnostics assessment that the device failed for check reverse locking mechanism, check function of soft mode switch (safety system),check triggers for forward/reverse mode, check for untrue running, check for excessive noise, check the power with test bench, check starting behavior and for check for air leak. It was noted on the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.